Manufacturer narrative:
The hill-rom tech found the siderail not latching due to a sticky substance. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned the latch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail would not stay up. The bed was located at the account in ICU. There was no pt/user injury reported. (B)(4).